Manufacturer narrative:
Evaluation summary: it was caused due to fluid damage in the lg cable connector assy and the control body assy complete through the channel. The air water channel was related to the allege complaint. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. 3 dots appeared on the lens at 4 o'clock location.